Event description:
It was reported that a patient's hip was revised in (B)(6) of 2024. The product implanted during the revision was a cc inlay vitamin e, neutral, ø 36, gr. 3 no further information at this time.

Manufacturer narrative:
Correction- this case has been discovered to be a duplicate case. All new/ additional information will be appropriately reported under MFR# 1038671-2024-00965.